Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket had a physical damage and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pocket d3 had a physical damage. A field service engineer arrived onsite, and customer had already removed the cubie pocket with the broken lid. Verified that the drawer and cubie pockets were functioning properly. No issue was found, and prior to arrival. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket had a physical damage and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.